Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: the metal safety part on the needle did not engage completely when removed, leaving a sharp tip exposed. The nurse was stuck as a result.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). One (1) used sample and ninety-two (92) unused samples were returned for evaluation. The safety clip was observed to be dislodged on the used sample. The used and unused samples were all measured for outer diameter, crimp width, crimp length, and safety clip hold diameter, and all of the samples were within specification. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. A simulation was performed to try and determine what could have caused the issue, and when the needle was withdrawn at a fast speed and an extreme angle the results were consistent with the returned used sample. According to the IFU, during application the user should remove the needle by pulling the needle straight back with a continuous motion parallel to the skin. Although, this simulation was determined to be the most likely cause of the reported issue, no conclusions can be made regarding the cause of the reported event. If additional pertinent information becomes available a follow-up report will be filed.